Event description:
(B)(4). Reason for original complaint ¿ litigation alleges that patient experienced pain, weakness, and difficulty with simple daily living activities. Update: (B)(6) 2014 - medical records received. Patient was revised to address cup loosening. During dislocation of the asr components, the femur was cracked and repaired with cable. The stem is being added to the complaint; however, it remained in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.